Event description:
The refill kit was being used to remove old drug and inject new drug into a baclofen pump. A 22 gauge non-coring needle was used to aspirate old drug - this was very slow with increased resistance. When refilling the pump with new drug, we were unable to inject baclofen. A new kit was opened and used to refill the pump. The patient was not harmed.what was the original intended procedure?remove old drug and replace with new drug into baclofen pumpdevice #1is this a laboratory device or laboratory test?no